Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer investigation results. Correction to d10 (added concomitant device). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited no image. The issue was found during reprocessing. There were no reports of patient harm.